Event description:
A peritoneal dialysis (pd) patient reported "notice: filling slowly" messages during fill 1 of 1 of treatment. Air bubbles were discovered and the patient contact stated they saw air bubbles in the patient line during the fill but they weren't there any more. The patient contact was advised to cancel treatment and start over with new supplies for the patient to continue treatment. The patient's peritoneal dialysis registered nurse (pdrn) called back and stated the patient overfilled on a manual drain. The patient did not perform a manual exchange. A review of the patient¿s treatment records identified that the patient manually drained 2500 ml. This drain volume is 181% the patient's treatment fill volume of 1380 ml. The patient had not yet reached the prescribed fill volume of 2000 ml prior to cancelling treatment. As a result of the increased intraperitoneal volume (iipv) event, a new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon additional follow up, the patient they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed using manuals on the night of the reported event and reverted to manuals pending delivery of the replacement cycler. The patient confirmed there was no issue with the cassette or with a fluid leak during treatment. The patient received the replacement cycler and will be assisted by the peritoneal dialysis registered nurse (pdrn) for setup this afternoon. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Correction: h10 plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of touch screen misaligned. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A received with reduced dwell simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the overfill event is unconfirmed. There were no malfunctions found during testing that could have caused or contributed to the reported event. An associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported "notice: filling slowly" messages during fill 1 of 1 of treatment. Air bubbles were discovered and the patient contact stated they saw air bubbles in the patient line during the fill but they weren't there any more. The patient contact was advised to cancel treatment and start over with new supplies for the patient to continue treatment. The patient's peritoneal dialysis registered nurse (pdrn) called back and stated the patient overfilled on a manual drain. The patient did not perform a manual exchange. A review of the patient¿s treatment records identified that the patient manually drained 2500 ml. This drain volume is 181% the patient's treatment fill volume of 1380 ml. The patient had not yet reached the prescribed fill volume of 2000 ml prior to cancelling treatment. As a result of the increased intraperitoneal volume (iipv) event, a new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon additional follow up, the patient they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed using manuals on the night of the reported event and reverted to manuals pending delivery of the replacement cycler. The patient confirmed there was no issue with the cassette or with a fluid leak during treatment. The patient received the replacement cycler and will be assisted by the peritoneal dialysis registered nurse (pdrn) for setup this afternoon. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed signs of touch screen misaligned. There were visual indications of dried fluid within the cassette compartment on the pump. There were no visual indications of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. System air leak test passed. Valve actuation test passed. A received with reduced dwell simulated treatment was performed and completed. The cycler weighed fill volume values were within tolerance for a liberty cycler. An internal visual inspection of the returned cycler was performed. There were visual indications of dried fluid under the pump assembly on the bottom cover. The cause of the observed dried fluid could not be determined. There were no discrepancies encountered with the mushroom heads. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the leak event is confirmed due to the presence dried fluid within the device, which is indicative of fluid contact. There were no malfunctions found during testing that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
A peritoneal dialysis (pd) patient reported "notice: filling slowly" messages during fill 1 of 1 of treatment. Air bubbles were discovered and the patient contact stated they saw air bubbles in the patient line during the fill but they weren't there any more. The patient contact was advised to cancel treatment and start over with new supplies for the patient to continue treatment. The patient's peritoneal dialysis registered nurse (pdrn) called back and stated the patient overfilled on a manual drain. The patient did not perform a manual exchange. A review of the patient¿s treatment records identified that the patient manually drained 2500 ml. This drain volume is 181% the patient's treatment fill volume of 1380 ml. The patient had not yet reached the prescribed fill volume of 2000 ml prior to cancelling treatment. As a result of the increased intraperitoneal volume (iipv) event, a new cycler was issued to the patient. It was reported that an alternate treatment option was available. Upon additional follow up, the patient they did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The patient confirmed treatment was completed using manuals on the night of the reported event and reverted to manuals pending delivery of the replacement cycler. The patient confirmed there was no issue with the cassette or with a fluid leak during treatment. The patient received the replacement cycler and will be assisted by the peritoneal dialysis registered nurse (pdrn) for setup this afternoon. The cycler was reported to be available for return to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.